Event description:
Facility reported a small battery drive that is not oscillating. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the unit will not oscillate was confirmed. The device was tested and the complaint was duplicated. Also it was noted that it has loose, sticky trigger. Evidence indicates this is due to usage wear over time. Placeholder.